Event description:
It was reported that the implantable pulse generator (ipg) appeared to not be switching pacing modes in response to the patient¿s atrial fibrillation (af). Blanking was to be adjusted to make more sensitive and further changes to the programmed pacing mode were to be made if it continued. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted (B)(6) 2006. (B)(4).